Event description:
The surgeon inserted the aq5010v silicone three piece lens upside down. The lens was removed without enlarging the incision and there was no patient injury. The reporter stated the incident was the result of a user's error and not related to the lens.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no consequences or impact to patient. (B)(4) - lens was inserted upside down. (B)(4).